Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to disable bluetooth then re-enable it on to force connect. Patient stated that they work in an area with strong magnetic fields. Dexcom representative advised the patient to re-contact dexcom if the connection is lost outside work area where there's no possible interference sources. No additional patient or event information is available.